Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative noting that the issue had ¿nothing to do with the pump.¿ there were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient fell and when the paramedics arrived to her house she was unresponsive and was intubated and in the ICU. The patient responded when receiving naloxone initially, then stopped responding to it and they requested that the pump be turned off. There was no further information available at the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.